Manufacturer narrative:
No ge service was performed. The service call was cancelled. The customer repaired the system.

Event description:
It was reported that the system was unable to display the live image. There is no report of pt injury or death.